Event description:
Caller reported blood glucose results of 74 mg/dl, 134 mg/dl, and 97 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.